Manufacturer narrative:
This report is being supplemented to provide additional information from customer and additional information based on the legal manufacturer's final investigation. Corrected d5. The subject device was evaluated at the regional repair center and the customer allegation was confirmed. There was no image due to damage on cable unit. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
Olympus further received information that the intended procedure was "uro." The procedure was completed using a similar device. There was no extension of procedure and no patient issues.

Manufacturer narrative:
E2/e3 (reporter occupation): no information provided . The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image while using the camera head. There was no patient harm associated with the event.